Event description:
A caller reported a cgm error and was provided with complete pump reset information by technical support, who guided them through the pump reset process. There was no adverse impact to the customer's blood glucose level. Following the reset, the caller successfully started their sensor session, and the cgm error did not reoccur.